Event description:
It was reported that 4 as lvp 20d 3ss cv had leaks and defective tubing during use. The following was reported by the initial reporter: "it was reported that the tubing is leaking. Verbatim: bd alaris pump infusion set. Ref (B)(4). Tubing is leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-22. Investigation summary the customer reported the tubing was leaking, and returned both a photo of the leaking location and a sample. The leak location photo of the pumping segment does not match the returned sample's defect. Observation under the microscope found the failure to be a fracture at the male luer connection of the attached bifuse set. These fractures can happen from overtightening but there is no definitive evidence. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 as lvp 20d 3ss cv had leaks and defective tubing during use. The following was reported by the initial reporter: "it was reported that the tubing is leaking. Verbatim: bd alaris pump infusion set. Ref (B)(4). Tubing is leaking. See below - looks like another leaking set complaint from seattle children¿s."